Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc concluded that the reported phenomenon was attributed to the failure of the videoscope cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor when old type endoscope used in combination with videoscope cable. The videoscope cable had already been replaced. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.